Manufacturer narrative:
(B)(4). The field service representative (fsr) observed a small tear in the alarm sensors cable, part of the alarm level sensor, close to the sensor head. The alarm level sensor was replaced. The unit operated to the manufacturer¿s specifications. The defective part was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor was not working. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed repeatable intermittent (level disconnected) error message on central control monitor (ccm) during cable agitation testing determining sensor cable was defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.